Manufacturer narrative:
Zimmer biomet (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported the drill fractured during a procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. The certs were reviewed and there were no non-conformances found. There are no indications of manufacturing defects. This is the only complaint in regards to a drill fracturing for 46-1007 vendor lot 329662. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following fields were updated: d4 lot number - based on a review of inventory transactions and this customer's purchase history, there are three (3) possible lots: 283720, 283710, and 394490.

Event description:
This follow-up report is being submitted to relay additional information.